Manufacturer narrative:
Blank flashing white display was confirmed during analysis due to moisture damage on pcba 1, pcba 2, force sensor and lcd assembly. Cosmetic damage confirmed at screen. Exposed to moisture confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a cracked screen. The customer reported no adverse event. The event involved product(s) pump mmt-1886. Troubleshooting was performed and confirmed the damage. No harm requiring medical intervention was reported. Product return was requested for mmt-1886 and customer response was the pump mmt-1886 was returned for analysis.